Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device was depleting prematurely. Ts recommended that the device be replaced. The device remains in use. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter zip/post code.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device was depleting prematurely. Ts recommended that the device be replaced. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects have been reported. The device was returned for analysis.

Manufacturer narrative:
Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter zip/post code.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device was depleting prematurely. Ts recommended that the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.